Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).

Event description:
It was reported to philips that the heartstart xl defibrillator cannot pass the self-test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and with an investigation documented by philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device did not pass the self-test. The rse evaluated the device remotely. Based on the results of the analysis, the product malfunction was confirmed. The time was reset to resolve the issue and the device passed all testing. A review of the service history for this device shows the problem has not been reported again for this device. The device remains at the customer site. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.